Manufacturer narrative:
Continuation of concomitant medical products: product ID 977a2 , implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead ; report source: (B)(6), codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the lead was implanted last year at the epidural height of t8. Impedances were in the normal range. The patient was satisfied with benefit on the pain area, abdomen and right leg. The ins was programmed in hd mode. There was an issue. The lead was explanted on (B)(6) 2022 due to patient experienced symptoms of tingling in the upper limbs, headache and a feeling of stiff neck. A lead replacement will be performed in the next months. It was unknown if there were any contributing factors. The patient seemed to no longer report the symptoms for which the lead had been explanted but complained of a return of pain in the abdomen and right leg. It was unknown if the event resolved. The patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID : 977a275, lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022,product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the tingling, headache, and stiff neck issues had resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: (B)(6)2022 product type lead h3. Device analysis of the lead (serial#(B)(6)) revealed no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.